Manufacturer narrative:
Device power up properly after battery installation. Device passed self test, displacement test, rewind, prime/seating, basic occlusion, force sensor, and occlusion test power connector plug in and locked in place properly. Device shows no damage on lcd controller or lcd glass. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the insulin pump screen had red dot and had partial display . Customer¿s blood glucose was 150 mg/dl at the time of incident. Customer had nausea. Customer did no allege insulin pump for under delivering. Customer declined to check air bubble and leak. Customer was treated with insulin pump. The insulin pump will be returned for analysis.